Event description:
A muscle stimulation event was experienced by a patient in a renal cryoablation case. The patient was under conscious sedation. The muscle stimulation occured during the first freeze cycle, and occured again one minute into the second freeze. The treating medical team increased the sedation use, and shortened the subsequent treatment cycle. The treating team felt that the ablation was satisfactory, and the treatment was completed with no injury to the patient. Three needles were used for the procedure. The treating medical team turned the needles on and off to isolate the needle causing the stimulation. The needle is planned to be returned to the manufacturer for investigation.

Manufacturer narrative:
The needle with the reported electrical malfunction was evaluated by the manufacturer. The needle passed all electrical testing, with all electrical parameters within specifications. The complaint could not be confirmed, and the root cause of this complaint could not be identified.

Event description:
This is a follow-up report to describe the outcome of the investigation results of the reported device malfunction. In addition, there is a correction to be made for the initial MDR. The date that the manufacturer initially became aware (g4) of the incident was (B)(6)2019.